Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the battery is switching to the other power source earlier than expected. The patient refused a controller exchange and has not reported any consequence to the patient. No additional information provided.

Manufacturer narrative:
It was stated that the patient did not experience an alarm or loss of power during the event. The switching could not be reproduced by the site. The battery was returned and the patient stated the issue has been resolved since the exchange of the battery. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of "power switching" could not be confirmed; the battery was able to perform as intended during bench testing. The controller contains a software version that does not record the serial identification number of the batteries connected to the controller. Analysis of the unit revealed that the battery met specifications. The reported event could not be duplicated or confirmed; the battery passed functional testing and performed as expected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.